Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 with low high voltage lead impedance on their implantable cardioverter defibrillator (ICD). Upon interrogation, several episodes of inappropriate shocks and anti-tachycardia pacing (atp) were observed from on (B)(6) 2022 in response to episodes of atrioventricular nodal reentrant tachycardia (avnrt). An avnrt ablation procedure was performed, and no reoccurrences of inappropriate therapy was noted. The patient's impedance will continue to be monitored as well. The patient was stable throughout.